Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The wire near the channel brush part was broken, and the broken channel remained in the forceps channel. A magnified observation of the broken part of the wire revealed that the wire near the broken part was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when they opened the single use combination cleaning brush and pulled it out after passing through the forceps channel, the tip of the brush was broken. The issue occurred during reprocessing and there was no procedural involvement or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a bending force was applied to the brush that caused it to break, which led to the detachment of the channel cleaning brush bristles inside of the instrument channel. However, the definitive root cause of the broken brush tip could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Do not withdraw the instrument quickly from the equipment being cleaned. Doing so may cause operator's infection or irritation from the splashes of patient blood/mucus and detergent solution. Exchange this instrument for new one if the brush head is deformed, the shaft is kinked or deformed. Using a damaged instrument may cause the shaft to be broken, and the broken shaft and/or brush head may remain inside the endoscope¿s channel. Do not withdraw this instrument from the openings of the endoscope at an extreme angle against the insertion direction or with excessive force (see figure 6). Withdraw this instrument slowly with the shaft straight against the insertion direction of the openings of the endoscope (see figure 7,8). Withdrawing the shaft at extreme angel may cause the shaft to be broken and the broken shaft and/or brush head may remain inside the endoscope¿s channel. After withdrawing this instrument from the endoscope, check that there are no abnormities of the brush. This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.